Event description:
It was reported that the user performed a factory reset of the ilet due to maladapted dosing and had been announcing less than the actual meal size, after which he experienced a blood glucose of 65 a few hours following a smaller-than-dinner announcement; the event involved an improper or incorrect procedure or method related to the user interface and the user was assigned additional training and connected to clinical support. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.